Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced over the lens. The lens has been advanced just past the nozzle entry area. The trailing haptic is folded in on the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported plunger override was observed. The root cause for the override could not be determined. Top coat dye stain testing was conducted with acceptable results. Plunger override may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an intraocular lens (iol) in a preloaded delivery system over-rode the lens. There was patient contact but no reported patient impact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).